Event description:
The implantable pulse generator and lead were returned with no information. A database search by serial number revealed the system was implanted less than (B)(6) prior to the death of the patient. Follow up information about the cause of death and circumstances surrounding the death have been requested and not yet received. No complaints, allegations, or previous contacts have been made against the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal section of the lead was returned, analyzed, and analysis results revealed no anomalies found.